Event description:
Head end brake casters would swivel when pushed in brake. No injury alleged.

Manufacturer narrative:
Tech found that the head end brake casters would swivel when in brake due to faulty head end brake casters. Replaced both casters to resolve this issue. Bed located in ed.